Event description:
The clinical staff of the hospital contacted cardiacassist to report a pump stopped alarm after several days of use. The clinicians tried to restart the pump but attempts were not successful. The pump and system controller were replaced without incident. The pt was not adversely impacted by the incident.

Manufacturer narrative:
Evaluation summary: an evaluation was conducted upon receipt which confirmed that the pump was non-functional. Analysis of the pump found evidence of damage caused by interference between bearing portions of the internal pump components which resulted in the pump failure. Such damage has been previously demonstrated to result from loss of infusion flow through the bearing portions of the pump. The cause of the loss of infusion flow could not be established.